Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include reoperation.

Event description:
On (B)(6) 2013, the pt was implanted a gore tag thoracic endoprosthesis to treat a large blood clot in the descending thoracic aorta. It was reported that imaging revealed a new blood clot had formed inside the conformable gore tag device. On (B)(6) 2013, the physician reintervened and relined the tag device with another conformable tag device; trapping the clot between the two devices. The patient tolerated the procedure.